Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On 08/07/2025, it was reported that the patient¿s device was displaying a cgm reading of low and alerting. The patient initially experienced no symptoms. After some time, the cgm readings began fluctuating and then remained consistently low, which raised her concern. She later developed nausea and decided to check her blood glucose using a fingerstick which showed a reading of 400 mg/dl. Because the cgm continued to display low, insulin delivery through her omnipod 5 pump was suspended. The patient went to the hospital, where she received insulin IV and was admitted for monitoring. She remained hospitalized for two days and was discharged feeling well. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.